Event description:
Intuitive surgical, da vinci si, vessel sealer was being utilized according to manufacturer's instructions when a "recoverable fault" occurred. Vessel sealer replaced with a like device which then also incident a "recoverable fault". This instrument was also subsequently replaced. Tech support was called and this issue was reported. (A total of 2 "like" devices).